Manufacturer narrative:
In the case description, the user mentioned the pod being unable to pair with a dexcom continuous glucose monitor (cgm). The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed that the pod was initially able to communicate with the sensor paired, however connection was lost and eventually an unrecoverable sensor error was triggered. The data then showed that an attempt was made to pair the sensor to the pod again and the pod was unable to find it. The logs showed that the dexcom sensor information was deleted and sensor information was entered before the -3 and -4 estimated glucose values occurred. The logs showed that the information that was entered was the same as the previous sensor entry, confirming that an attempt was made to pair the errored sensor again. The logs confirmed that the home screen was displaying that the dexcom sensor ran into an error before the sensor information was deleted. Review of the log files found no abnormalities with the system that would contribute to pod-cgm connection issues or to a cgm error. The exact cause of the initial communication issues and the unrecoverable sensor error could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available, cloud - omnipod 5 software app version data not available, cloud - smartphone operating system data not available, cloud - smartphone hardware data not available, cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced symptoms including nausea, dizziness, sweating, stomach pain, and elevated blood glucose levels, approaching the threshold for diabetic ketoacidosis. The incident was reportedly linked to a malfunction between the patient's omnipod 5 and dexcom cgm, which failed to pair correctly. As a result of the device communication failure, the patient's glucose levels rose high. She was taken to the emergency room, where treatment involved intravenous fluids and blood tests. The patient's blood glucose level was 187 mg/dl at the time of reporting. The patient was monitored and discharged after approximately four hours.